Event description:
Current age (B)(6), 28 years with implants, saline implants at age (B)(6), larger size at 23, replaced with silicone at age 40. Diagnosed with chronic fatigue syndrome and unexplainable chronic pain/anxiety one year post first implantation. Struggled with multiple health struggles over the years, many unexplainable. Four years ago diagnosed with lupus, scleroderma, mixed connective tissue disease, raynauds, fibromyalgia. Major health decline in the past year. Electric shocks throughout body (small fiber neuropathy), cns issues causing breathing problems, inner ear malfunction, vision prob lems, food sensitivities, incontinence, severe anxiety and depression. Have seen some of the nations top doctors who continue to struggle with understanding what's going on with me. After reading the stories of many women with implants, I strongly believe they are causing a majority if not all of my major health problems. I am currently researching surgeons for immediate explanation after reading the success other women have had in reversing their declining health with implant removal. God willing I will be one of the lucky ones and not have done too much irreversible damage to my body and can finally live a life with less pain and more joy!